Event description:
It was reported that the bladder of a folfusor ruptured while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified the reported ruptured bladder. Microscopic inspection found markings on the exterior surface of the bladder near the rupture line. This confirmed the reported condition. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.